Manufacturer narrative:
Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s918usqs6cyb3. Smartphone hardware: sm-s918u. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 350 mg/dl, while wearing the pod between 1 and 4 hours. The patient reported the pink slide was not visible indicating a needle mechanism failure. As treatment, the patient changed out the pod. The pod was leaking.